Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0344888 , medical device expiration date: 2025-11-30, device manufacture date: (B)(6) 2020. Medical device lot #: 0323055, medical device expiration date: 2025-11-30, device manufacture date: (B)(6) 2020. Medical device lot #: 0311172, medical device expiration date: 2025-10-31, device manufacture date: (B)(6) 2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced the integrated holder separating from the non-patient end needle. The following information was provided by the initial reporter. The customer stated: this is a report about loose connection of eclipse to holder. According to the customer's report, the product easily disconnects to the holder. Three complaints lot numbers are as follows: 0344888 x6, 0323055 x1, 0311172 x1.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/18/2021. H.6. Investigation: bdj received 21 samples whose lots could not be confirmed and 5 photos were sent to the plant for investigation. The photos were reviewed and the indicated failure mode for loose connection with the incident lot was not observed. Additionally, the customer samples were tested at bdj for a connecting test between holders and the eclipse devices was conducted with no samples failing the test. All samples connected with the holders correctly and no issues were observed relating to loose connection. Additionally 30 retention samples from each lot( total 90 samples) from bd inventory, were evaluated by functional testing and no issues were observed relating to loose connection as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose connection. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced the integrated holder separating from the non-patient end needle. The following information was provided by the initial reporter. The customer stated: this is a report about loose connection of eclipse to holder. According to the customer's report, the product easily disconnects to the holder. Three complaints lot numbers are as follows: 0344888 x6. 0323055 x1. 0311172 x1.